Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown t-plate, part and lot numbers are unknown. Event date: 2009. Without a part numbers the 510k numbers cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: scheer, j. And adolfsson, l. (2009). Tricalcium phosphate bone substitute in corrective osteotomy of the distal radius. Injury, int. J. Care injured, 40, 262¿267. The authors studied 17 patients with malunited angulated distal radius fracture. Ten patients were treated with synthes device, small fragment t plate; seven patients with the device of a competitor. In addition, treatment included tricalcium phosphate bone substitute as void filler and structural support. Three patients using the small fragment t plate experienced events. A (B)(6) year old female underwent removal of the hardware approximately one year after the osteotomy because of local tendon irritation. Subsequently the patient underwent ulna shortening osteotomy due to residual ulnar abutment. The authors concluded that corrective osteotomy of the distal radius is a reliable method for treatment of malunited distal radius fracture. This report is for an unknown t plate. This is report 1 of 1 for compliant (B)(4).